Event description:
It was reported that the unit turned itself on. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The customer requested onsite service. Further information is pending.

Manufacturer narrative:
The service history was reviewed. The quote was canceled, and there was no onsite service provided. Unable to determine if the customer's issue was resolved at this time. Additional information has been requested. A supplemental report will be submitted if new information is received.